Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Technical service followed up with end-user. The centrifuge has been calibrated and checked by beckman. The rate of these poor quality samples is small (5 times in the past 2 months). These samples are coming from the emergency room (ER) and further information from the ER was not provided. Customer will try to provide more information if issue occurs in the future. Based on the evaluation completed, we are unable to confirm this complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that after use there was poor barrier separation and there was a low draw with an unspecified bd blood collection tubes. The following information was provided by the initial reporter: it is reported beckman coulter's customer experienced poor barrier separation. Issue happens approximately 5 times in the last 2 months. It happens with green top tubes for tnihs only. The customer has an issue with one of the dxi¿s, it has happened on 2 dxi¿s, and find that the probe is covered with jell. When they look at the tube is like the one shown in the picture with the jell on top then the plasma then the cells. We are trying to figure out why this is happening. We are looking to see if it is possibly a centrifuge issue that a short spin or some other error could cause this. Is it a dxi issue that the probe fails level sense and goes through the plasma then into the gel and then pulls the gel back up so it is on top. Other then this photo the customer has no other data for us. I tried to put a dxi probe through some old samples but never got a clear separation of the 3 materials. I put the probe into the gel and in one case it did pull the jell up but very messily and in all cases if the probe was pushed through the jell some red cells also came up with it so it turned the plasma reddish. Photo shows low draw.